Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 288d29. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the staple height selector loose, the staple anvil detached and returned inside a plastic bag and no reload present. The anvil post were broken as if the anvil was pulled out of the device. The anvil shroud showed the broken locks that support the metal body anvil to the shroud, causing easy movement of the metal body. Due to the condition of the device, no functional test was performed. Based on the condition of damages observed in the device, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 288d29, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, anvil was dislodge and selector was not working. No patient consequences were not reported.